Manufacturer narrative:
Continuation of concomitant: product: 5076-45 lead; implanted: (B)(6) 2015. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that at a one week follow-up check post-upgrade, the right ventricular (rv) lead was noted to be dislodged and was not capturing. The physician believed he may have pulled the lead back a small amount when breaking the lv (left ventricular) lead sheath during the upgrade. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.